Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was separated at the bottom y-port. This occurred while priming. However, it was unspecified if patient as involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, one photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a separation between the tubing and the y-site clearlink in the upstream part. The reported condition was verified. However, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.